Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Patient reported right side "may have a leak", "wrinkled up", "had fluid in the breast capsule", "had a red blotch, and "concern with the product." Device remains implanted.